Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-3138-35, (B)(4) & (B)(4). Description: lead extension, 35 cm.

Manufacturer narrative:
A returned product analysis was received that indicated the complaint for lead extension ((B)(4)) has been confirmed. Visual inspection under microscope revealed that the cable wires at the ball seal contacts were all broken. It appears that extreme tensile force was applied on the lead body and it resulted in the fractured cables. The root cause of the lead damage is unknown. A review of the manufacturing documentation of the ipg and lead extensions found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of all the devices found them to be satisfactory.

Event description:
A report was received that a patient underwent a pocket revision due to an infection at the pocket site. The patient's symptoms were redness and swelling at the extension site. During the procedure, the physician replaced the extension as the device was exhibiting low impedances. In addition, the physician believed the patient was only experiencing inflammation rather than an infection. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient underwent a pocket revision due to an infection at the pocket site. The patient's symptoms were redness and swelling at the extension site. During the procedure, the physician replaced the extension as the device was exhibiting low impedances. In addition, the physician believed the patient was only experiencing inflammation rather than an infection. The patient is reportedly doing well following the procedure.